Event description:
It was reported that the patient questioned ilet insulin delivery when the algorithm history showed approximately 5 units given during a car ride and noted high meal announcement doses in insulin history, leading the patient to skip dinner announcements. Symptoms included transient hyperglycemia with a peak of 228 mg/dl without alerts for prolonged hyperglycemia, no ketone testing, no use of backup therapy, and no acute medical symptoms. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included data sync and review of device reports, which showed a glucose rise to 228 mg/dl followed by automated dosing of approximately 5 units that returned glucose to 102 mg/dl, as well as user education on proper use of meal announcements. Investigation of this case revealed that the device delivered insulin in response to elevated glucose as designed and that missed dinner meal announcements likely contributed to higher automated dosing observed in the insulin history. It was concluded, based on previously established findings for similar reports, that user technique relating to meal announcements was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.